Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was displaying the error message of ¿error 4¿. The complaint was classified based on the customer service representative (csr) documentation and information obtained during reviewing the call by the medical surveillance specialist, since the patient was unable to be reached by phone for additional information. The patient reported on the call that she cannot remember the exact date and time when the message first appeared, however, she stated that she has not been able to obtain a blood glucose reading since 2,5 to 3 months. The patient alleged that the subject meter keeps giving the error message and the subject meter also displays a message stating ¿strip is not functioning properly¿. The patient informed the csr that she usually tests 4 times a day, however, she did not specify how she manages her diabetes and whether she made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated that at an unspecified date and time after the product issue occurred, due to the patient not being able to obtain her blood glucose readings, her diabetes had affected her heart condition and she developed symptoms of ¿dizziness, rapid heart rate and almost passed out¿. On (B)(6) 2018 in the evening, the patient phoned the ambulance and she was hospitalized for a couple of days and was treated by her health care practitioner (hcp). It was not reported if the patient used any other device to test her blood glucose. During troubleshooting, the csr confirmed that it was not the first time the patient used the subject meter. The csr was not able to walk through a retest, as the patient did not have the testing supplies. The meter has not been replaced by the csr, as the patient refused and wanted to call her insurance to get a new meter. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.